Event description:
The customer contacted olympus to report the video on the visera elite video system center does not function with cyf-v2 flex scopes; only color bars appear. The customer reported no patient involvement.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) for troubleshooting. Only color bars appeared with two cyf-v2 scopes, but these scopes worked on a similar device. Additionally, the cysto-rigid scope worked on this subject otv device. Tac informed the customer the issue was with the subject device and suggested it be sent in for repair. The device was received by olympus and evaluation is pending. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The returned subject device was evaluated. The bottom chassis and circuit board on the device were corroded. Additionally, the connector pin on the connector socket was bent, and there appeared to be chipped pins or foreign materials on it. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the device problem occurred because of the bent connector pin. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope: confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.